Event description:
It was reported that the patient¿s implantable neurostimulator (ins) system was ¿messed it up by getting an MRI¿ in 2009 and had to have the system explanted and replaced. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v263727, implanted: 2009 (B)(6), explanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).